Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had slow to prime and had to restart the priming to complete and not getting no delivery alerts when the cannula is kinked. Customer stated that the backlight shuts down too quickly and low insulin alert does not work when empty. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.